Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736325, serial/lot #: unknown, product ID: 9735765, serial/lot #: unknown , product ID: 9735795, serial/lot #: no parts have been received by the manufacturer for evaluation.  Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the main cart monitor was black when the system was powered on. The camera cart monitor functioned as expected. System was non-clinical. There was no patient involvement. Troubleshooting was performed, the main cart monitor did not display the splash screen, no text or colors could be seen on the main cart monitor. The main cart monitor power light emitting diode (led) illuminated as expected and responded to input on the soft keys, soft key menu cannot be accessed. The field representative (rep) bypassed video chain with known working cable with no effect. Technical services (ts) was able to export video from the same port on the computer graphics card to an external monitor with no issue. The system was power cycled with uninterruptible power supply (ups) discharge with no effect. The rep reseated the power cable to the main cart ups with no effect. The rep performed a hard shutdown system with no effect.